Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the tissue pad of the device was partially separated. The manufacturing history was reviewed, with no irregularities noted. This type of the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the tissue pad was damaged when the user continued to activate seal & cut mode after the tissue already cut. The instruction manual of the subject device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The tb-0535fc was used during operation of total laparoscopic hysterectomy (tlh). Within 10 minutes from the beginning of the procedure, the subject device stopped working and the tissue pad was separated. The procedure was completed with another thunderbeat device. It is reported that there was no patient harm.